Event description:
Dixtal medical received a call from mr (B)(6), biomed at (B)(6). Reported the unit had turned off while on a patient and did not alarm. CPR was administered to the patient who was taken to a affiliated healthcare facility. The patient's mother recommended not to resuscitate the patient. The patient died on (B)(6), 2011.